Manufacturer narrative:
A siemens healthcare diagnostics inc. Customer care center specialist accessed the instrument data remotely and informed the customer that their sensor was expired. The cause of this issue due to the customer using an expired sensor. The customer replaced this expired sensor with another sensor that was not expired, which resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high sodium (na), potassium (k), and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. Sample ID (B)(6) was repeated on same instrument, and recovered lower. The sample was then repeated on an alternate dimension exl instrument, matching the repeat results from the original instrument. The discordant results were not reported to the physician(s). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na, k, and cl results.